Manufacturer narrative:
The customer later reported the issue was able to be resolved at the user facility. The customer did not specify what the cause of the reported issue was. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus technical support engineer was informed by the nurse manager at the user facility that the customer has ¿no image on the high-definition liquid crystal display monitor from third party image capture device. The endoscopy image is fine¿. The problem was found during inspection before use. No death, injury or harm was reported. During troubleshoot via telephone, the olympus technical support engineer confirmed with the customer that the input settings and connections were correct.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation and the issue was resolved through troubleshooting, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct g6; 5-day report selected in error. Type of report ¿ initial (30-day).